Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 had multiple duplicate pockets failures. A field service engineer (fse) cleaned and resecured row board header connection to resolve the issue. Then the fse assisted pharmacist to release the orphaned medication in pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a drawer failed and user tried to recover and it was showing error duplicate address detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.